Event description:
It was reported that about six months after a cryoplasty procedure on the popliteal artery and superficial femoral artery, the pt returned for further treatment. The pt had another angioplasty as the disease was much more severe than pre-cryoplasty. Size of the polarcath balloon catheters used 5mm, 4mm and 3mm.

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.